Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events eight years and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc. The patient also reports pain, swelling of legs, difficulty walking and breathing. These injuries have cause emotional distress, mental anguish, anxiety and stress. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis. During the implant procedure, the right common femoral vein was accessed. No thrombus was noteved to have been within the inferior vena cava. The filter was deployed into the superior vena cava at the level of l3. There were no implications.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep venous thrombosis (dvt). During the implant procedure, no thrombus was noted within the inferior vena cava. The filter was deployed into the superior vena cava at the level of l3. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient also reports pain, swelling of legs, difficulty walking, breathing and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, swelling of the legs, difficulty walking, difficulty breathing, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The patient is reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.